Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose level was 254 mg/dl. The customer did not feel ok to troubleshooting. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer also stated that insulin pump receive a change sensor alert. The device will not be returned for analysis.